Manufacturer narrative:
H3) the probe was returned for analysis. Functional testing determined that the probe was bent causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the instrument was bent while trying to create a tap hole in the patient's pedicle. There was no delay and no impact to the patient's outcome. Additional information was received stating that the tip of the instrument was bent while trying to create a tap hole in the patient's pedicle under normal use. This was due to an unusually hard cortical bone from previous fusion over the 30 years. The health care professional advised that a large amounts of bone graft appeared to have been used during that procedure. The site retrieved another set and the case was completed without delay, or injury to the patient. There was no delay and no impact to the patient's outcome.